Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent struts were broken. The target lesion was located in a coronary artery. A 2.50mmx38mm promus element ¿ long stent was selected however during the procedure while inside the patient's body, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no sign of damage, stretching or lifting of the stent struts. Damage was noted at the distal edge of the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the length of the catheter, and the hypotube had a break 40mm from the strain relief. A visual and tactile examination found no issues with the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent struts were broken. The target lesion was located in a coronary artery. A 2.50mmx38mm promus element ¿ long stent was selected however during the procedure while inside the patient's body, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.